Manufacturer narrative:
(B)(4). Date sent: 8/23/2023. D4: batch # 172c17. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. The device was returned with a non-working firing mechanism. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, evidence of corrosion was noted on the bulkhead contacts. No functional testing could be performed due to the returned condition of the device. The device opened and closed without any difficulties noted. One possible cause for this condition may be exposure of cleaning solutions. Please reference the instruction for use for more information.   As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 172c17, and no non-conformances were identified.

Event description:
It was reported that after firing, stapler didn't open. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 7/20/2023. D4: batch # unknown. B3: date of event is 2023, event day and month unknown. Captured as 1/1/23. Investigation summary : an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.